Manufacturer narrative:
Information contained on this report was previously submitted on asr on 22/jul/17. Article citation: grady, denise (2017, may 14). "A shocking diagnosis: breast implants ¿gave me cancer¿. New york times." The events of infection and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported an infection. Patient representative reported "white count was elevated with neutrophilia, significant amount of fluid surrounding the implant, breast swelled more than 2 times it's normal size and pain". This record is for the right side. Device was explanted.